Event description:
Procedure: reduction mammaplasty. According to the reporter: the surgery was (B)(6)2010, suture extrusion occurred with purulent discharge on (B)(6)2010. Allegedly, this required opening of the incision to take out suture and the suture was removed and resolved on (B)(6)2010. The device is possibly related.

Manufacturer narrative:
(B)(4)